Manufacturer narrative:
H3 codes apply to the lead and extension: h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Continuation of d11: product ID: 978b128, lot# va286gt, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that during the evaluation the first 'wire' came apart and they had to go back in and replace it the patient said the 'whole things' came apart and it was not working at all. They then said the wire didn't come apart, the external stimulator that was taped to their back came apart.

Manufacturer narrative:
H3: analysis of the lead (l/n: va286g) revealed no significant anomaly, the insulation had broken under the connector at the proximal end of the lead. Analysis of the extension (l/n: unknown) revealed no significant anomaly, the body of the extension was segmented/cut through, likley during removal. Continuation of d10: product ID 978b128 lot# va286gt serial# implanted: 2020-(B)(6) explanted: 2020-(B)(6) product type lead product ID 3560022 lot# unknown serial# implanted: 2020-(B)(6) explanted: 2020-(B)(6) product type extension product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va286gt, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3560022, lot#: unknown, product type: extension. Product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). Product ID: 3560022, serial/lot #: unknown, ubd: 08-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an external neurostimulator (ens) stage 1 trial for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was scheduled for a stage 2 implant. When the physician opened the pocket, the percutaneous extension had migrated into the tunneling capsule within the patient. The physician pulled the lead back to the pocket and the lead frayed. The lead was removed and replaced. Patient was alive with no injury.